Event description:
On february 14, 2025, palette life sciences received a notification from a nurse in the united states. It was reported that "when palette life sciences representative and the nurse were assembling the syringe, it broke and came apart. They have to open up another kit."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Manufacturer narrative:
(B)(4).

Event description:
On february 14, 2025, palette life sciences received a notification from a nurse in the united states. It was reported that "when palette life sciences representative and the nurse were assembling the syringe, it broke and came apart. They have to open up another kit."